Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular lead was surgically abandoned due to not delivering pacing when required. The lead was replaced and the associated device remains implanted. No adverse patient effects were reported.